Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.8 inr. Qc 2: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was patient/consumer .

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 2.2 inr. The patient went to the hospital and it was determined the patient's sodium and potassium were off. The result from a hospital laboratory using an unknown reagent was 3.07 inr. It was believed the patient's warfarin was withheld for a day or two and the patient was given insulin. The patient had been eating less. The therapeutic range is 2.0-3.0 inr and tests every two weeks.